Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention and hospitalization. Date and time of event was not provided. Pt questioned the accuracy of the meter, stating it was off and he had to be hospitalized. Pt reported using his prodigy meter on the afternoon of the medical intervention and received a reading of 229mg/dl. He took insulin and started getting sweaty, had blurry vision and feeling weak. Medics were called. Their meter read 30mg/dl. Pt was transported to the hospital where he stayed for 2 days. Treatment info was not provided. Pdc sent replacement and prepaid envelope requesting return of suspect product(s).

Manufacturer narrative:
Pt did not return suspect product(s), thus eval could not be performed.